Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
The customer reported that the battery is failing when performing preventive maintenance (pm). The customer reported that the unit was not in use on patient. The field service engineer (fse) was able to verified the reported problem. The fse replaced the battery to address the reported problem.